Event description:
Customer called in asking for help changing the settings on her insulin pump. He said that last night his blood glucose dropped to 20 mg/dl and he blacked out. Customer stated that he is going through dialysis and that was why his blood glucose dropped so low. He has dialysis seven days a week, twelve hours a day, and he has noticed changes. Sometimes insulin is changed for him. Customer's current blood glucose level was 190 mg/dl. He stated that the device has nothing to do with his changing blood glucose levels. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.